Manufacturer narrative:
The 30-degree endoscope has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported issue. The endoscope was evaluated and was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the no image test. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected part.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the staff converted the procedure to a traditional laparoscopic surgery for an issue they encountered during the procedure. According to the caller, the staff replaced the endoscopes and power cycled the system, but the issue remained. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the procedure was converted to laparoscopic surgery because the image the surgeon was getting on surgeon console was inverted and instruments were moving opposite direction than intended. The procedure was completed laparoscopically.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the 30-degree endoscope, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.